Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified lesion in the mid subclavian artery that was 80% stenosed. A 10.0 x 39mm over the wire (otw) omnilink elite 35 balloon-expandable stent was inflated once for deployment at 11 atmospheres. The balloon ruptured after the stent deployed. The balloon catheter was then removed from the anatomy. The procedure ended and no other device was used. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed and the reported material rupture was confirmed. The balloon catheter was sent for scanning electron microscopy (sem) for further analysis. The results noted the balloon failure may be attributed to mechanical damage to the outer surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the omnilink elite vascular balloon expandable stent system electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.